Event description:
Pt had original implants inserted in 1976. Pt presented to dr's office after mammogram/ultrasound test and elected for removal of silicone implant and replacement with saline implant. Pre-operative diagnosis of grade iii capsular mammogram. Upon removal of the left implant, it was noted that the implant was oozing from small holes in the capsule. The right implant was grossly intact upon removal.